Manufacturer narrative:
The procise max coblator ii, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during a tna procedure, the device was found as broken. Pieces were sucked up by suction tube on wand.¿ visual inspection under magnification shows extensive electrode wear. The top portion of electrode is severely damaged. There is dried tissue, discoloration and unknown fabric fibers present on the tip. There are no manufacturing abnormalities visually observed with the returned device. The device was plugged into the controller with defaults 7,3 showing once, plugged into the controller a second time with default of 0,3. This indicates there was one (1) life present in the wand when returned. The wand was then activated in a beaker of saline solution at the default and max settings and plasma was observed only on the bottom half part of the electrode. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause could not be determined with confidence as a number of factors can lead to electrode damage and wear and tear. The wand tip may have come into contact with another metal object, mechanical displacement of tissue through applied force, using set points higher than the default settings or using the wand for an extended period of time. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tna procedure, the device was found as broken. Pieces were sucked up by suction tube on wand. Backup device was available to complete the procedure. No delay and no patient injuries were reported.